Manufacturer narrative:
(B)(4). Review of the reported event by a health care professional found: cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may be resolved on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. No product was returned or pictures provided visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This device is used for treatment. This is a limited investigation. A review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Insufficient information provided. Unable to perform a compatibility check. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed d4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient presented to the ER with cellulitis of the left lower limb post implantation. Attempts to obtain additional information have been made; however, no more is available.